Manufacturer narrative:
Submit date: (B)(6) 2016 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that the catheter was successfully inserted into the femoral vein and upon using the catheter for dialysis treatment the catheter started leaking blood. The customer states that the leaking blood was present on the catheter located on the blue line, distal end of the extension where it connects to the catheter hub.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. There were no changes identified that may impact the product/process related to the reported condition during a period of six months prior to the manufacturing date. A (B)(4) catheter was received inside a generic plastic that presented signs of use (remains of blood). Visual inspection was performed and a pinhole was found on the venous extension. In order to confirm the reported condition, a functional test was also conducted. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. The dwell time is unknown, however the issue was not identified prior to insertion and the device functioned as intended for an undetermined amount of time. Manufacturing performs (B)(4) visual inspection on catheter extensions and (B)(4) high pressure (leak) testing; therefore it can be concluded that this issue could be related to the use of sharp objects or rough edges. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications. Moreover, (B)(4) of the devices are inspected for leaks or cuts in the extensions per procedure; therefore the most probable root cause can be considered that the issue more likely occurred during use due to the inappropriate use of sharp objects, repeated clamping or other similar damage. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs (B)(4) leak testing and a (B)(4) visual inspection at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.